Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after ten minutes of starting treatment with revaclear, a patient experienced chest distress, dyspnea and cold sweat. The treatment was stopped immediately and the patient was given oxygen, dexamethasone 10 mg intravenous injection. It was reported the patient's symptoms resolved. No additional information is available.